Event description:
It was reported that there was increased impedance and rising threshold. The rv (right ventricular) lead was replaced, and was to be explanted in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45, implantable pacing lead, (B)(6) 2006. (B)(4).